Event description:
The aeon¿ endoscopic stapler consists of a handle and reload. During a laparoscopic appendectomy procedure, an aeth160 handle was used along with an unspecified reload. After the firing, the reload could not be retracted. The tissue was able to be removed from the reload. No additional surgery was necessary. No patient harm was reported.